Event description:
A moss miami construct was implanted in a patient in 1996. A revisioin surgery was required in 2002 due to an implant fracture (the implant that fractured is unknown). The device will not be returned for evaluation. No further evaluation can be performed. A root cause of the event cannot be determined. However, depuy acromed devices are intended to be temporary fixation devices and have finite useful life. These cautions are clearly stated in the labeling provided with the device. No further action can be taken at this time.